Event description:
The complainant reported a 37-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, the pump shifted out of position and subsequently prolapsed in the middle of the cannula. The decision was subsequently made to remove the pump using a snare. However, during removal, an ascending aortic dissection occurred prompting an aortic valve replacement. After removal of the pump, the access site was successfully closed and the patient remained on ECMO support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.